Manufacturer narrative:
One (1) used sample #011-ch2000s-pc connected into a 20ml syringe (mating device) and a needle were returned for evaluation. As received dry residuals inside the spiro was observed, the syringe was disconnected from the spiro it was tested according procedure and no internal / external leaks after the test were confirmed. The male and female luer from spiro were measurement finding within specification, the syringe's male luer lock was within spec as well. Complaint of leaks can be confirmed based in the presence of dry residual evidence inside the spiro. However the probable cause cannot be determined due to spiro passed all the test as expected. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 29-aug-2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a spinning spiros¿ closed male luer, purple cap. A syringe of daratumumab, equipped with a spiros, was prepared in a cytotoxic reconstitution unit. During injection (at the day hospital), a large drop of product leaked at the level of the spiros (not at the junction with the syringe, and with the needle, according to the liberal nurse). A drop of medication was noted on the patient's trousers. The status of the product at the time of event is during injection. The leak was cleaned up as per facility protocol. The injection was completed without device replacement. No adverse events, no human harm, no blood loss, no delay in therapy, no need for medical intervention. This report captures the first of two reports.